Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a pharmacist that the customer had an insulin pump that stopped working. Customer came onto the line and stated that the insulin doesn't seem like it's flowing through the tubing. Customer stated that she does not feel that the insulin is going into her body. Customer declined to troubleshoot. Caller stated that the customer had high blood glucose. Customer's blood glucose readings were 357 mg/dl, 475 mg/dl, 313 mg/dl, and 452 mg/dl. Caller stated that the customer's blood pressure was above 180 because she is so anxious. Customer stated that she has an appointment scheduled for tomorrow with a medtronic diabetes educator.